Manufacturer narrative:
The reaction monitor for the initial result was abnormal. The reaction monitor for the repeat result was normal. Calibration and qc were acceptable. "Abnormal aspiration" alarms were observed on the alarm trace data from (B)(6) 2022. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for glucose hk gen.3 (gluc3) on a cobas pro c 503 analytical unit. The initial result was 246 mg/dl. This result was reported outside of the laboratory where it was questioned by the physician. On (B)(6) 2022 the repeat result was 86.8 mg/dl. This result was believed to be correct. The gluc3 reagent lot number was 59637401 with an expiration date of 31-mar-2023.

Manufacturer narrative:
The customer had no issues with any other patient samples or assays. No bubbles were observed on the reagent or the sample. Based on the calibration and qc data, a general reagent issue can be excluded. The "abnormal aspiration" alarms suggest a pre-analytical issue (blocked or clogged sample probe). The investigation did not identify a product problem. The specific cause of the event could not be determined.